Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal at an unknown concentration and dose via an implantable infusion pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported that the patient had the pump replaced yesterday and when the healthcare provider (hcp) attempted to program the device it showed to be in shelf stated with water as the drug even tho pump had been filled with baclofen(lioresal). The caller required assistance in programming the device. No symptoms were reported. No further complications have been reported as a result of this event.